Event description:
The lead was replaced due to oversensing and noise. The lead was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. The event occurred outside the us. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): distal conductor fractured, the distal conductor was distorted, the outer insulation was breached (clavicle-rib crush), the inner insulation was kinked/buckled, the outer tubing overlay had cosmetic environmental stress cracking, the outer insulation bilumen tubing had voids, there was a white substance on the outer insulation, the helix/lobe was distorted/bent and there was blood in/on the helix/lobe mechanism; full lead returned and analyzed.